Event description:
They reported that while explanted they had a breakage of the catheter along the external portion and also into the intravascular portion. They think this was happened due to a weakening due to the usage of the catheter.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rewg1279 showed no other similar product complaint(s) from this lot number.